Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized twice for low blood glucose levels. The customer reported a blood glucose reading of 189 mg/dl during the phone call. The customer declined troubleshooting, but stated that the insulin pump appears to be working fine. The customer mentioned that she would like to start using the sensors again because she doesn't recognize when her blood glucose levels are going low. The customer also mentioned that she has gastroparesis and she has had problems with bent cannulas.